Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with columbus cr femoral component. It was reported that the first surgery and the primary total knee arthroplasty (tka) was on (B)(6) 2015. Four years later on (B)(6), the patient was found to have an infection at the soft tissue in the surgical site. A revision surgery is scheduled on (B)(6) to replace the tka implants, using antibiotic-loaded bone cement mold spacer. A revision surgery was necessary. The adverse event is filed under (B)(4). Associated medwatches: 9610612-2019-00856 ((B)(4) nn472k), 9610612-2019-00857 ((B)(4) nn210), 9610612-2019-00858 ((B)(4) nn261k).

Event description:
New information has been received via e-mail on 01/09/2020. "The revision surgery was done earlier on (B)(6). Intra-operative findings revealed wear in the tibial insert, which involved amounts of polyethylene-related powdery substance. Not exactly known if this substance is related to the infection-like symptom of the patient. The sample was discarded in the revision surgery, so not available."

Manufacturer narrative:
Manufacturing site evaluation: we received a complaint about a columbus knee prosthesis system from japan. The complained devices are not available for investigation. Investigation: no product at hand, therefore a failure description is not possible. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available it is not possible to determine a root cause for the failure. Rationale: there are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found. In the light of the small amount of information received and due to the circumstance that we did not receive the complained devices for investigation, it is not possible to determine a root cause for the mentioned failure. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary. New information has been added to b5: results of query.